Manufacturer narrative:
Additional information was received on 9/5/2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 200cc saline protheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation mentor smooth round moderate profile 200cc saline prostheses placed experienced left sided deflation and right sided capsular contracture (baker¿s grade unknown) post procedure. The right device was implanted on (B)(6) 2008. The left sided device was and identical replacement device implanted on (B)(6) 2011, and the replacement had occurred for an unknown reason. As a result, both devices were explanted on (B)(6) 2019. The left sided deflation was reported under 1645337-2019-13266 on 6/5/2019, as mentor became aware of this event on 5/9/2019. Mentor received additional information on (B)(6) 2019 indicating right sided capsular contracture. This report relates the right prosthesis.